Event description:
Revision of shoulder component's due to dislocation.

Manufacturer narrative:
The surgeon did not believe the dislocation was device related, but as the cause of the dislocation is not reported, exactech is reporting this event. This event was reported through clinical data collection.